Event description:
There seems to be a couple of problems with the evacuator:1. Surgeon noted breakage at the top of the bulb at the connection.2. Apparent valve malfunction, suction does not consistently work.this has been recognized with 5 different patients.====================== manufacturer response for 100cc silicone evacuator======================they are going to retrieve and replace entire hospital inventory of this product.